Event description:
A (B)(6 )male pt contacted zoll customer support to report that his monitor was overheating and that it made a popping noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (device is overheating) has been confirmed. Upon receipt, the device was overheating on the outer left side of the monitor. A root cause investigation is currently underway in engineering. No adverse event resulted from the defective monitor. The pt received a replacement monitor.